Event description:
Information received indicates the brakes are not holding.

Manufacturer narrative:
The technician found the brake block bearings and right foot caster was worn. He replaced the bearings and the brake/steer caster to repair the bed.